Event description:
During a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered. The lesion being treated was located in the severely tortuous and severely calcified circumflex (cx) marginal. The physician direct stented a taxus express2 8.8% 2.75 x 32 mm drug eluting stent in the cx leading to the 1st obtuse marginal. After the stent had deployed, the stent conformed to the vessel's curvature. There was about 40% residual stenosis in the mid portion of the stent. The balloon had completely deflated but was sticking to either the stent or the calcium. The physician was able to free the balloon by tugging on the catheter. The physician then post-dilated with an nc stormer balloon to 24 atms to try to reduce the amount of residual stenosis, but didn't have much effect. No pt complications were reported.